Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that there were errors coming up and the system was shutting down without command. There is no report of pt injury associated with this event.